Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump light emitting diode screen was damaged and had lines running through it. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Partial display due to cracked and bleeding lcd glass. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to partial display. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap does lock properly.